Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not operating as expected as a notification was received to bolus for a blood glucose (bg) of 589 mg/dl and the customer alleged he did not request this bolus. Customer reported bg was 97 mg/dl. Tandem technical support reviewed pump data and found that the user started to program a bolus and closed the screen out prior to completing the request for the bolus. Customer maintained that the bg value and bolus request/cancellation were not performed by him and maintained there was an issue with the pump. Customer reverted to using manual injections for insulin therapy.